Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons no additional information is available at the moment. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).